Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver exhibited a "system malfunction" alarm when it was turned on. The customer also reported that the "system malfunction" alarm did not repeat when the driver was turned off and turned on again. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, the alleged failure mode would not prevent the companion 2 driver from performing it's life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.